Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, e. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and fracture. Additional reasons for the reported revision may be patellar prosthesis wear, instability, and inclusion of the polyethylene in the packaging recall. However, the reported instability and patellar prosthesis wear could not be confirmed from the provided information. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section d10: concomitant products three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6.5 years post initial left tka, the patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs. Full revision. The patient had revision surgery and underwent a poly tibial insert (truliant crc tibial insert crc size 4, 12mm) swap and patella (optetrak 3 peg patella cemented 32mm) implant swap. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the implant(s) were sent to the lab and legal at the hospital.